Event description:
The customer stated he received a blood glucose reading of 528 mg/dl. He collapsed and stopped breathing about 5 minutes later. Paramedics were called and they tested his glucose at 28 mg/dl. The customer did not give any information about the treatment he received. The customer did not have a check strip or control solution, so further troubleshooting was impossible. The meter and strips are to be returned for evaluation. The customer will trade up to a contour meter.